Event description:
A family member reported that the patient has been experiencing elevated blood glucose (bg) between 245 mg/dl and 362 mg/dl post-meal at intervals since returning from vacation on (B)(6) 2011. The family member stated, the patient has not experienced any symptoms and did not have ketones. She reported that corrections for the elevated bgs have been given via syringe and the pump. The reported bg excursions do not meet animas criteria for reportability. The family member reported that the infusion set site was changed last week, and that there was white residue in the cartridge compartment and at the luer connection of the cartridge/tubing noted while changing the site. This complaint is being reported for possible leakage at the luer connection to the cartridge/tubing.

Manufacturer narrative:
Common device name: insulin infusion pump cartridge. Catalog #: 100-124-01. (B)(6). The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridges were returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridges passed visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing.